Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose due to a kinked cannula on their infusion set. The customer¿s blood glucose during the incident was 522 mg/dl. They did not mention any form of treatment. The customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.